Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt messages) has been confirmed. Upon investigation the pulse wire in the trunk cable was intermittently open, causing the check electrode belt messages. The root cause for the intermittent connection on the trunk cable pulse wire could not be positively identified. No adverse event resulted from the intermittent pulse wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check electrode belt messages. The pt was issued a replacement electrode belt.